Event description:
It was reported that postoperatively after a device change out procedure, the right atrial (ra) lead failed to capture. A set screw or pin plug issue was suspected but fluoroscopy revealed that the ra lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.